Event description:
During service of the device, the centrifugal pump battery module would not operate a centrifugal pump for more than 60 seconds before indicating complete battery discharge. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.